Manufacturer narrative:
After the service actions, the customer has confirmed that no further alarms have occurred. And sample results compared to results obtained in another laboratory showed reliable results. It was also confirmed, the customer has been trained according to product labeling.

Manufacturer narrative:
This is an event that occurred in (B)(6). The potential erroneous results from (B)(6) 2020 were reported on MDR 1823260-2020-02086 along with other patients' results. This MDR is being submitted as we later learned that this patient expired. We are providing the details around this specific event in this MDR. In addition to the na results, during the hospitalization, the patient's bun varied between 35 and 59mg/dl and a creatinine of 1.4 to 1.7 mg/dl which is consistent with a diagnosis of renal insufficiency. Liver enzymes and bilirubin were consistently elevated up to ten times normal levels with a mildly elevated alkaline phosphatase indicative of active hepatic parenchymal inflammation. Blood culture results are unavailable. Vital signs are unavailable. Serum and urine osmolarity are unavailable. The complete blood cell count was within normal limits. The serum albumin was normal. The 3% nacl infusion was discontinued 3 days prior to the patient¿s demise. The last serum sodium determination was 2 days prior to the patient¿s demise. Additional medical information was requested but not provided by the customer. The differential diagnosis of hyponatremia is large and varied. Divided into hypovolemic, euvolemic and hypervolemic categories, the treatments are different and distinct. Due to the lack of medical records, the etiology of the hypovolemia is unknown. Correction of hyponatremia using hypertonic saline solutions is reserved for patients with severe hyponatremia, <120mmol/l, and neurological symptoms. We do not know this patient¿s neurological condition. If indicated, the amount of hypertonic saline needed is calculated and is administered until the serum sodium is approximately 125mmol/l and then discontinued. Even in severe cases of hyponatremia, isotonic saline therapy is often sufficient. While diminished, the patient had a sufficient glomerular filtration rate to manage sodium loads. The reasoning for the prolonged and aggressive treatment with hypertonic saline is unknown at this time. The patient had multiple pathological processes including sepsis and an unknown hepatic process that could have resulted in his demise. In acutely and severely ill patients, serum sodium levels can vary over hours, and a serum sodium obtained 2 day earlier is not indicative of the patient¿s serum sodium at the time of death. In the setting of adequate glomerular filtration, a hypertonic saline infusion, regardless of indication, three days prior to the patient¿s demise is not likely to be contributory to the patient¿s death. While the spurious results two days prior to the patient¿s death are not likely contributory to this patient¿s death, we are reporting this under an abundance of caution. During the investigation the qc and calibration data were reviewed and found to be within expectations on (B)(6) 2020. The value (cv<= 0.1 for sodium) is at the upper limit but still within expectations. During the investigation, the error log was also reviewed. The error log shows multiple critical ise errors generated on (B)(6) 2020, (B)(6) 2020, (B)(6) 2020, and (B)(6) 2020. A critical error is defined in the operator¿s manual as: "the system cannot continue. You must fix the problem and then restart the system." A critical error is designated by a red circle and white "x" on the error log. Reference the attachment for excerpts of the error logs. The error "ise controller hardware problem" means that no ise deproteninizer was detected at ise fluid sensor 1. This is designated as a critical error in the operator¿s manual. The operator did not follow the instructions in the operator¿s manual to fix the problem and restart the system but instead continued to use the instrument to report results. Possible causes for this error are: -the deproteinizer bottle on the ise rack is empty. -check probe c (blocked). -the restriction in the mixing tower is blocked (clean or replace mixing tower). -check the ise tubing to the electrode block for leaks and blockages. The analysis of the log files of the integra 400 plus sn (B)(4) shows that the mandatory daily and weekly maintenance actions defined in the operator¿s manual ensure a reliable performance of the instrument were not performed by the operator as required. These include: clean ise tower automatically was due but not performed despite daily reminders from 25-jul-2020 to (B)(6) 2020. -activate electrodes was also due but not performed on (B)(6) 2020, (B)(6) 2020, and (B)(6) 2020. Additionally, maintenance activities that are required every 6 months or 150,000 tests were not performed. The last logged maintenance was on 10-jan-2020. The next 6- month maintenance which was due in july 2020 had not yet been performed at the time of the event. The reporter also stated that previously the analyzer had issues when performing electrode service. Deproteinizing the electrode was not successful. The ise tubing and liquid level sensor were replaced. (B)(6) 2020 the roche field service representative replaced the ise pump and pinch valve and cleaned the mixing tower and the electrode. With the information provided by the customer and the information obtained through the investigation the most likely root cause is the customer not completing the required daily maintenance and ignoring the multiple repeating critical error messages. The investigation is currently ongoing. If new information is identified in the investigation, a supplemental report will be submitted. (B)(6).

Event description:
A (B)(6) year old male admitted to hospital on (B)(6) 2020 with a diagnosis of renal failure and sepsis. During his hospital stay the patient had the following test results: (B)(6) 2020, 13:41 na = 123 mmol/l. (B)(6) 2020, 07:09 na = 121 mmol/l then treated by 3%nacl. (B)(6) 2020, 19:26 na = 129 mmol/l then treated by 3%nacl. (B)(6) 2020, 08:25 na = 127 mmol/l then treated by 3%nacl. (B)(6) 2020, 07:48 na = 133 mmol/l. (B)(6) 2020, 08:14 na = 143 mmol/l, repeat result with the other lab use firmer-ise ,na=162 mmol/l. (B)(6) 2020, patient expires. It was stated that the cause of death was sepsis and renal failure. Additional medical information was requested but not provided by the customer. Since further clarification of the event could not be provided, we are reporting this event under an abundance of caution.